Manufacturer narrative:
Additional information received, indicated that the reported third over discharge never occurred. As it was determined, that the ins that was believed to be in over discharge was a non-rechargeable ins. And it is not possible for the non-rechargeable ins battery to fall into a state of over discharge. As the reported over discharge did not occur. The event does not meet the definition of a reportable malfunction, as there was no indication, that the patient's ins had malfunctioned. Please note, h6 codes have been updated to reflect the new information. And codes a0705, a2303, b20, c20, and d14 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturer representative (rep). It was reported, that it turned out that the patient's left ins, which was the one that was assumed to be in over discharge. Was actually, a non-rechargeable model ins that was implanted in 2004. It was never explanted. All the devices since then, that had been replaced, had been on the patient's right side. The rep discovered, this when she was in the clinic on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that ins has been in od for approx. Two years, caller unsure when/if the pt attempted to charge and could not so the event date either does not exist or is unknown. Caller states she was made aware by pt that the pt has been in od (overdischarge) twice before, caller has no dates/info on those, only notified today. Caller states the pt has been doing prm at home, tss advised against that. Tss reviewed considerations around eos, prm (caller states she will meet pt tomorrow to do prm to confirm eos).